Event description:
(B)(6) complaint handling unit reported a rod broke post-operatively. The patient was fused on 2 levels. There were no issues during a period of approximately five years. The patient was reoperated for adjacent segment problematic with an x stop in (B)(6) 2005. In (B)(6) 2007, migration of the x stop occurred because of bony erosion. The patient was not osteoporotic. A revision with an nflex occurred in (B)(6) 2008. Two follow-ups were in (B)(6) 2008. There were no signs of an nflex breakage, but the patient did not report a good clinical outcome. In (B)(6) 2009, one year post-operation, there was a radiographical discovery of an nflex breakage. This was not correlated with the worsening of symptoms in (B)(6) 2009, with the discovery of a left screw loosening on the CT, cranial.

Manufacturer narrative:
Additional narrative: device was used for treatment. Actual implant date not known. Device is not distributed in the united states, but is similar to device marketed in the USA. This individual adverse event report is being made in accordance with the synthes MDR exemption request dated october 2011. A review of the events associated with the request was performed and it was determined that none of the events constitutes systemic issues related to product quality, changes in product design, method of use, or changes in expected risk thresholds. Review of the data also indicated no significant change in risk/benefit of each product category, no evidence of deficiencies in the design, labeling, or manufacture of the device. As no lot number was provided, no device history record review can be performed. The device is not being returned for evaluation, no further information is available on this event. No further investigation can be performed.